Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca) and was referred for a single vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm x 2.75mm, concentric, de novo target lesion with a significant bend was located in the mildly calcified and mildly tortuous right coronary artery (rca). After a non bsc guidewire crossed the lesion, predilation was performed. After predilation, a 28 x 2.75 promus elite stent was advanced to the target lesion and was deployed. Following stent deployment, a distal edge dissection was noted at the distal part of the rca. A 24 x 2.75 promus elite was deployed to cover the edge dissection and complete the procedure. No further complications were reported and the patient status was stable, responding well to medicines.